Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, diabetic ketoacidosis and death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's mother reported that blood glucose (bg) level was over 250 mg/dl; mother also reported patient did not care for his diabetic condition and was not honest about his high bg levels. At the hospital, he was put on a ventilator and ended up in a coma with no brain activity; patient passed away after spending 5 days in the hospital.